Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign material on the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found that the air/water tube and air/water cylinder had foreign objects. The reportable malfunction was most likely a result of insufficient reprocessing and due to burn on plastic distal end cover, the insulation resistance value at distal end did not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely that reprocessing was not conducted properly due to leakage from el-connector guide pin. Subsequently, causing the materials to remain in the device. However, a definitive root cause could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual ¿chapter 3 preparation and inspection¿. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual ¿cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.